Event description:
Per clinical nurse educator communication: pt's wife reported that patient recently got his covid and flu shots for the season, patient then became ill and also noted his central like was 'bulging' prior to going to the hospital. She reported that patient was hospitalized yesterday and is now on life support with an unknown prognoses. Adverse event start date: 11/17/2024. No further info, details available. Reported to (B)(6) by health professional.